Manufacturer narrative:
Concomitant medical products: product ID 977a260. Lot# serial# (B)(4), implanted: (B)(6) 2018, product type lead, product ID 977a260, lot# serial# (B)(4), implanted: (B)(6) 2018, product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 23-apr-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 23-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported getting "settings not available: cannot provide desired intensity settings" message when attempting to adjust therapy up, but now when adjusting therapy down since a couple of weeks ago. The patient was redirected to their healthcare provider to further address the issue. The patient mentioned they would contact a manufacturer representative (rep) about the "settings not available" message. No symptoms were reported. Additional information was received. It was reported the circumstances that led to the settings not available was the patient found out about 6 months ago after they fell down in their bathroom. It was noted one of the leads in their back came out. The patient told their healthcare provider. The patient was scheduled for surgery on (B)(6) 2021 to fix the lead. The issue was not resolved.